Event description:
It was reported that during the procedure to treat an aneurysm of the pcom, the cashmere 14 cerecyte microcoil (B)(4) would not advanced via the prowler 14 (mc) microcatheter (catalog and lot unk), but it was difficult to advance, and also difficult to withdraw. Finally, the coil was removed with the mc. The device was changed to another one to complete the procedure without any adverse event through a new mc. Resistance occurred during advancement and removal, but no additional force was used to further advance the coil system through the mc. The microcatheter was not re-shaped, and a constant and dedicated saline source was used at all times. After the devices were removed from the patient, no damages were noticed on the microcoil or mc (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The size of the aneurysm was 3.0-4.7. The devices will be return for analyses, and there was no further information provided.

Manufacturer narrative:
It was reported that during the procedure to treat an aneurysm of the pcom, the cashmere 14 cerecyte microcoil ((B)(4)) would not advanced via the prowler 14 (mc) microcatheter (catalog and lot unk), but it was difficult to advance, and also difficult to withdraw. Finally, the coil was removed with the mc. The device was changed to another one to complete the procedure without any adverse event through a new mc. Resistance occurred during advancement and removal, but no additional force was used to further advance the coil system through the mc. The microcatheter was not re-shaped, and a constant and dedicated saline source was used at all times. After the devices were removed from the patient, no damages were noticed on the microcoil or mc (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The size of the aneurysm was 3.0*4.7. The device was returned for analysis, and there was no further information provided. The microcatheter was not returned for analysis, and the lot number was not provided. Therefore, no DHR could be conducted. Without the microcatheter, the reported event could not be confirmed, and the lot number was not provided to conduct DHR review. The catalog and lot number for the prowler 14 microcatheter was not provided, therefore the device noted in section d4 represents an unknown prowler 14 microcatheter. This is one of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20046 and 1058196-2013-00073.

Manufacturer narrative:
The catalog and lot number for the prowler 14 microcatheter was not provided, therefore, the device noted, represents an unknown prowler 14 microcatheter. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20046 and 1058196-2013-00073.